Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy, the surgeon fired an ec60 device with an ecr60b cartridge. It was the 5th firing during the operation and 2 out of 3 rows of staples on one side of the cartridge didn't formed into b shape. It was the 2 lines closer to the knife and it was on the stomach part that was about to be taken out of the patient body. After the surgeon completed the operation as planned. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.